Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(4). Study: (B)(4). Clinical adverse event received for instability knee joint right. Event is serious and is considered moderate. Event is possibly related to both device and procedure. Date of implant: (B)(6) 2019; date of event: (B)(6) 2021; (right knee). Revision due to instability occurred on (B)(6) 2021. Revision of tibial insert only.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a device history record (DHR) review was conducted by the manufacturing site. Product code: 151710408, work order: (B)(4) was manufactured on 10-jun-2019. 12 parts were manufactured per specification and all raw materials met specification. No anomalies or deviations were found. IFU component number: 090200876. Expiry date: 31-may-2024.